Manufacturer narrative:
A ge representative evaluated the system and unjammed the vertical lift column, and found parts that need to be replaced, but currently, the system operates as intended.

Event description:
The customer reported the vertical lift would not lower. No patient injury was reported.